Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer found that drawer 2.1 was not locking in the application. In the hardware test application, attempts to lock drawer 2.1 produced an error initializing failure message. The fse replaced the retractor band cable, but the issue persisted. The controller cards for drawers 2.1 and 2.2 were swapped, and the problem did not follow. The latch sensors for drawers 2.1 and 2.2 were then swapped, and the problem followed to drawer 2.2. The original latch catch and sensor from 2.2 were placed back into 2.2. The fse replaced the latch sensor on drawer 2.1, ran the acceptance test, and the customer successfully recovered drawer 2.1. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer 2.1 failed to open and required maintenance, which located on or1c. The customer attempted to recover storage space and rebooted the station as troubleshooting step, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.